Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The patient¿s medications include: savaysa, potassium chloride, furosemide, nizatidine, metformin, tramadol, perforomist inhalation nebulization, ventolin, onetouch ultra blue in vitro strip, losartan potassium, fluoxetine, and metoprolol.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. It was reported the devices were implanted with no issue. During ballooning with a qxmedical q50-65 stent graft balloon catheter (lot number s15e001095), of the plc201000/11843132 the right iliac artery (measuring 15-18mm is diameter) reportedly ruptured. The patient's anatomy reportedly did not contribute to the event and the balloon was not inflated outside the device. It was reported the inflation volume for the q50 balloon is unknown. An occlusion balloon was advanced to control the patient's blood pressure, an additional gore excluder aaa endoprosthesis was implanted extending distally to repair the rupture. The amount of blood loss due to the rupture is reportedly unknown. The patient tolerated the procedure.